Manufacturer narrative:
Implant date is an estimate. Related component of device system: model number/ catalog number: 72404155, batch/ lot number: 615575011, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in 2008. The patient had an abdominal abscess in 2013, therefore the reservoir was removed and plugged and left the pump and cylinders. The remaining components were removed on (B)(6) 2020 and replaced with an ambicor penile prosthesis.